Event description:
Caller stated that she sought medical attention on 3-26-2024 around 9:30pm at home. Caller stated that she was unable to test with her prodigy meter due to the meter not powering on. Caller stated that she was feeling weak and called paramedics due to not being able to test. Caller stated that she did not consume any food drink or medication while waiting. Paramedics arrived in about 8 minutes, tested the caller with their meter 2 times, and received a reading of 247mg/dl and 286mg/dl. Paramedics gave the caller glucose medicine. Caller was unable to provide what medications she is currently taking; she did say she is on insulin and high blood pressure medication. Caller was not transported to the hospital. Caller stated that her blood glucose was 200mg/dl before the paramedics left. There was no additional information provided.